Event description:
It was reported that the device had an electrical reset the same day the patient had radiation therapy. The reset was cleared, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset - power on reset parameters 1 - por for critical ram parity error, (B)(4), data=0, on (B)(6) 2011 11:03:29. 1 - patient alert for por on (B)(6) 2011 10:03:29.